Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube re-placement. After an unspecified amount of time, the patient experienced peg-j site infection and pain issue. A stoma site culture was done. On (B)(6) 2017 the patient was placed on oral antibiotic treatment of norfloxacine tablets 400 mg a tablet, 2 tablets after breakfast for 10 days.